Manufacturer narrative:
(B)(4). Evaluation summary: based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience stent did not cross the lesion in the circumflex artery. The patient was treated satisfactorily with angioplasty only. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted a torn guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.